Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: a review of the pump¿s black box and alarm history showed a call service 012 (slave communication error) alarm on (B)(6) 2017. During testing, the pump successfully completed the ez-prime steps without any call service alarms or issues. The original complaint of a call service 012 alarm was noted in the pump history but unable to be duplicated during investigation.